Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: adverse reactions and complications due to or following surgery and implantation of any evo/evo+ icl may include but are not limited to: intraocular infection, secondary surgical intervention to remove/replace/reposition the lens. A review of the device labeling was completed. Intraocular infection (endophthalmitis) is identified in the labeling as a potential adverse event from icl implantation. Per the dfu some adverse events may require secondary surgery. Endophthalmitis is a rare but severe and potentially sight-threatening condition characterized by inflammation of the intraocular fluids. It often results from the introduction of infectious microorganisms into the eye, commonly through surgery, trauma, or as a complication of systemic infections. The diagnosis of endophthalmitis is made clinically and is confirmed by a positive aqueous or vitreous culture. Both suspect and culture proven cases of endophthalmitis are managed with immediate courses of one or a combination of topical, oral or intravitreal antibiotics and steroids. In this case, pseudomonas aeruginosa presented on culture. Patient related systemic risk factors likely contributed to severity. (B)(4).

Event description:
A facility representative reported that a surgeon implanted a 12.1mm vicmo -7.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Msi-pf injector system and sfc-45 with ftp were used during surgery. Per information received on (B)(6) 2024, endophthalmitis was observed 1 week after surgery. The lens was explanted on (B)(6) 2024 and diagnostics were performed identified the presence of pseudomonas aeruginosa. The patient underwent vitrectomy surgery and with medication the condition is controlled with last reported bcva 20/66. The patient will additionally be treated with rehabilitative nutrition. It was additionally noted that patient had unilateral thyroid tumor resection performed in 2016.